Event description:
Device malfunction: irregular appearance. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, before connecting the exchange sheath with the clip applier, a sharp medal spike was detected at the very end of the flexible part of the clip applier. The device was not used. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.